Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader did not power on with button depression and test strip insertion and usb (universal serial bus) cable insertion. Date and time was set using the pc software and determined the uom is locked to mg/dl. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and no issues were observed. Stm processor was present. Battery voltage was measured and result was not within the specification range. Battery was replaced with a known good battery and reader still did not power on. No hotspot was observed. The customer reported ¿the drive heats up when it is charging¿. Visual inspection was performed on the reader and its printed circuit board assembly (pcba) and no physical damage was observed. The reader did not turn on with button depression and strip insertion. The reader log was downloaded by connecting the reader to pc using masterm and checked for cybersecurity error codes. No issues were observed. The returned reader was unable to be powered on with button depression and strip insertion. The returned battery voltage was measured and attempted to charge the returned battery and was able to charge to 2.5v. Off-current consumption testing was performed to check if the off-current draw of the returned reader was within the specific range. The returned reader was observed to be drawn 86 ma in its off state, which indicates the reader was drawing excessive electrical current from the battery. The reader was monitored under a thermal camera and observed thermal hotspots on the reader's components and temperature was increased specifically on stm cpu (u2) and power management chip (u5) when a known good battery was connected but the button was not pressed. The temperature of the u2 and u5 was further increased immediately after the button was pressed, indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The observed excessive current drain and hotspots were known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. The adc adaptor was produced 5v regulated voltage supply. The charging cable and adapter provided by adc produces power of 2.75 watts which did not produce enough heat to have caused the damage to the reader. A reader self-test was unable to be performed due to the inability to power on the returned reader. The returned cable was tested and no issue was observed. The device history record (DHR) for the reader indicated it passed all quality control tests prior to its distribution. No anomalies were found in the record. Damage was observed to the returned reader's u2 and u5 components. Therefore, this issue is not confirmed due to user error (incorrect adapter used). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.